Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated h6 coding an update to h2 and h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, and since the actual product was not sent, it is not possible to identify the root cause, but it is likely that it is caused by damage to the image sensor unit (disconnection, etc.) Or failure of the mounting components (ic chips, capacitors, etc.) Of the electrical board due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the videoscope image was noisy and sometimes the image cannot be seen. There were no reports of patient involvement.